Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Article citation: ¿breast implant-associated anaplastic large cell lymphoma with lymph node localization: case report and review of literature,¿ broggi giuseppe, md; motta fabio, md; magro gaetano, md, phd; vecchio giada m, md; angilello andrea, md; bortolussi carlo, md; meli gaetano, md, azn journal of surgery, oct. 2018, doi: 10.1111/ans.14839.

Event description:
Through journal article 'breast implant-associated anaplastic large cell lymphoma with lymph node localization: case report and review of literature' it was reported that a patient experienced bi-alcl on the right side clinically presenting as a mass and in the right axillary node. This is an unconfirmed case of alcl. The manufacturer of the devices is unknown. Device status is unknown.